Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited a loss of sensing, loss of capture and low pacing impedance. On moving the suture sleeve to inspect the lead, the lead was noted to be bent at a sharp angle and the insulation was damaging. The physician decided to remove and replace the lead. A new lead was implanted successfully with no adverse consequences to the patient. It was further noted by the physician that he felt the material of the suture sleeve was changed.